Event description:
It was reported that multiple intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer disconnected from site and performed fill tubing to confirm no blockage and then resumed insulin.